Manufacturer narrative:
The reported malfunction was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, power cycling and defib/pacer functional testing without duplicating any malfunction to the device. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device failed self-test for defib and pacer functions. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.